Event description:
Complainant alleged that while attempting to defibrillate a male patient for cardiac arrest, the device discharged for the sequence then unintentionally discharged again on its own while the rescuer was treating the patient. Complainant indicated that there was no adverse effect to the patient or the user due to the reported malfunction. The electrodes were discarded on site and are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.